Manufacturer narrative:
Investigation: one integra syringe was received, one used syringe in an opened package from batch #8001586 (p/n 305270). The sample was visually evaluated. The sample from batch #8001586 had the needle retracted with the plunger rod pushed above the barrel shroud. The sample was potentially contaminated and could not be further evaluated. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd integra¿ syringe with detachable needle is leaking from the hub. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe with detachable needle is leaking from the hub. No serious injury or medical intervention was reported.